Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Event description:
Physician reporting implant rupture, diagnosed by MRI.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation- ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ crease fold observed. Photo analysis: visual analysis of the photographs identified. Observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.